Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery in which the pump and cylinder were removed and replaced due to a bulge in the right cylinder. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams700 inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were visually and microscopically examined, leak and pressure tested. Both cylinders had wear at folds in middle of the cylinder bodies and one of them has a bulge with broken fabric threads in middle of the cylinder body when inflated with syringe. No leaks were found. The pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The pump kink resistant tubing (krt) was worn down to the filament. No leaks were found but the pump did not pass the inflation test and activation test. Based on the information available and analysis results, the bulge identified in the cylinder confirm the clinical observations reported.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery in which the pump and cylinder were removed and replaced due to a bulge in the right cylinder. No patient complications were reported.